Event description:
250cc nitroglycerin was hung on IV pump with the setting 3cc/hr at 10:30am. At 3pm the amount infused was 200cc when it should have been 15cc. The pt had no ill effects, the blood pressure had remained stable. The correct tubing was used and applied to the pump correctly also. The pump was witnessed to administer a few drops as set on the machine then periodically it would freeflow for about 5-10 seconds.